Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture during certain isometric movements. The lead also exhibited out of range (oor) high impedance and there was a suspected lead fracture. The device was reprogrammed to high output to maintain capture. Patient was brought to operating room (or) for planned lead revision and pacemaker change due to elective replacement indicator (eri). During positioning on the or table prior to surgical intervention, the patient experienced cardiac arrest requiring chest compressions. Return of spontaneous circulation was achieved and the patient was placed on ECMO support. Surgical intervention proceeded with placement of a new lv epicardial lead. Adequate sensing and capture thresholds were obtained during procedure. During end of procedure surgeon was trying to ween off ECMO for her to go back to the unit, patient remained hemodynamically unstable with elevated fontan pressures and concern for decreased cardiac output. Patient was ultimately placed back on ECMO. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient has been successfully weaned off extracorporeal membrane oxygenation (ECMO). It was noted that the device was functioning appropriately with normal device parameters noted. It was further noted that the cardiac arrest may have been associated with loss of capture from the pacing lead; however alternative contributing factors such as the effects of anesthesia cannot be excluded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.